Event description:
A hospital in (B)(6) reported that the manometer needle of an rd900 neopuff infant resuscitator was stuck at 50cmh2o. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to the manufacturer. It has been visually inspected and performance tested by a fisher & paykel healthcare service engineer at our regional office in the USA. Results: the visual inspection revealed no damages to the complaint device. The manometer needle of the complaint device was identified to be functioning accurately when performance tested. Conclusion: no fault was found with the returned complaint device. We were unable to determine what may have caused the problem observed by the customer, as the manometer needle functioned smoothly and accurately. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The device has since been returned to the healthcare facility after passing all safety and performance tests.